Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found high alarm/cassette not attached properly alarm displayed. Visual inspected the pump and found no damaged or cracked; however, the pump downstream occlusion sensor had no air bubbles. The customer's stated problem was not verified. During investigation the pump was inspected and found no air bubbles on the downstream occlusion sensor. Further investigation of the pump unable to determine the customer's reported problem. No problem found during investigation.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.